Event description:
Reference number (B)(4). Event occurred in germany it was reported that, the patient had an infected infusion site and was surgically treated during hospitalization and the received antibiotics intravenously. No further information available.